Event description:
The user facility reported a 67-year-old male (unknown race and ethnicity) in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that impella came out of the left ventricle (lv) after it was implanted. The physician was not able to reinsert it in the lv. There was no harm caused to the patient as a result of this incident.

Manufacturer narrative:
(H3) the investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿